Manufacturer narrative:
Device involved was discarded by hospital. Retain cannula samples were tested. Conclusion will be summarized in final report.

Event description:
The pt was off bypass and the anticoagulation was reported to be fully reversed. In spite of this, the arterial cannula was still leaking at the seam or junction between the cannula and the graft. Clinician was advised to wrap the graft in bovine pericardium per abiomed's IFU and the bleeding stopped.